Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on the same date, the patient was treated in the emergency room (ER) for a low blood glucose (bg) of 20 mg/dl with symptoms of unsteadiness when standing and walking, confusion and cognitive impairment associated with an alleged inaccurate delivery. It was also reported that the patient was unconscious when they were brought to the ER. Reportedly, the patient discontinued pump therapy and was treated by a healthcare provider in the ER. Once the patient¿s bg was stabilized, they received lantus insulin via injection and intravenous (IV) fluids. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose (tdd) history did not match but the variation was due to the pump being suspended, the basal edit screen being accessed and the patient setting the temp basal to off for a 0.000 unit rate. The patient was unable to determine if there were any extra or missing boluses and questioned the functionality of the pump. The patient¿s low bg level may have resulted from an over bolus of insulin which is considered user error. Troubleshooting also indicated that the basal history matched the active basal program settings and all the bolus totals matched. Troubleshooting also indicated that the following diabetes management factors may have contributed to the alleged bg excursion: change in medication and significant weight change of 5-10 pounds without adjustments to insulin regimen. Troubleshooting determined that the pump was delivering as it should. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.